Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called in to report that she had been receiving an alarm from her pump. The customer's blood glucose level was 167 mg/dl. Troubleshooting was performed on the device to determine the cause of the alarm. The customer revealed that the drive support cap was sticking out. We advised the customer to discontinue use of the pump and to revert to a back up plan. No further information was reported.

Manufacturer narrative:
The insulin pump received with prime alarms during basic occlusion test and unable to prime during prime test due to protruded/loose drive support disk. The insulin pump had cracked display window corner, scratched lcd window, cracked belt clip slot at battery tube threads area and cracked tube lip.